Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when pain started. Original implant date is (B)(6) 2015. This report is for unknown screw locking/unknown lot number. 510k unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent open reduction and internal fixation (orif) of the right ankle due to a pilon fracture on (B)(6) 2014. Patient underwent hardware removal due to painful prominent hardware on (B)(6) 2015. Onset of pain and prominence of hardware is unknown. There was no surgical delay or further patient harm reported. Surgery was completed successfully. Patient was not revised with another part, it was just a removal of hardware. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Correct implant date is (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery for an open reduction and internal fixation (orif) of the right ankle due to a pilon fracture, one of the 2.7mm variable angle locking screw broke during removal. There was nothing retained in the patient. There was no surgical delay or further patient harm reported. Surgery was completed successfully. The original procedure occurred on (B)(6) 2014. The revision procedure was completed on (B)(6) 2015. This report is for an unknown locking screw.